Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss due to head trauma.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed february 18, 2014.